Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the pump pushed out insulin during the load step on (B)(6) 2012 and on (B)(6) 2012. The patient stated that she inadvertently received insulin as she was still connected to the pump during the load step. The patient and the reporter were unable to determine how much insulin was dispensed during the load cartridge step. It was noted that the reporter pulled the cartridge out of the pump in order to find out how much insulin was left in the cartridge. The cartridge reportedly had about half of the cartridge left. The reporter indicated that the cartridge was full prior to inserting it into the pump. The pump reportedly emitted a 'no cartridge detected' alarm after the patient removed the cartridge. The pump has been reportedly emitting 'loss prime' warnings for the past 5 months 30 to 60 minutes after changing the cartridge. It was indicated that once the pump was primed a second time, the pump would hold prime until it is time to change the cartridge. The pump will alarm to alert the user of the issue. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason. The patient was also reportedly pushing out insulin into the tubing prior to loading the cartridge into the pump. There were no reported bg excursions related to the reported event. Use error contributed to the reported event as the patient was connected to the pump during the load step. The user guide states that the patient is to disconnect from the pump during the load step. This complaint is being reported as the patient stated that the pump was not detecting the cartridge during the load step.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box indicated 'loss of prime' warnings and 'no cartridge detected' alarms had occurred. A rewind, load, and prime sequence was performed with no alarms. Investigation revealed that the force sensor was out of calibration and the force resistance measurement was out of specification. There was evidence of green contamination observed on the force sensor assembly. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.